Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b3, d4 (catalog), g1 (manufacturing site name). Corrected: d1. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: martins coelho junior vp, alvarado am, fessler rg. A novel endoscope-port unit for lumbar microendoscopic surgery: a single-center case series review. Neurosurg rev. 2024 jul 26;47(1):356. Doi: 10.1007/s10143-024-02588-6. Pmid: 39060770. Objective/methods/study data: the retrospectively study, aim to set forth a detailed description of the surgical technique using teligen and a case-series review demonstrating early experience utilizing this novel technology for lumbar procedures. From november 2022 to may 2023, all consecutive cases performed. A total of 25 patients were included in this single-institution analysis. Cases included 17 decompression procedures, including micro endoscopic discectomies (med) and decompression of stenosis (meds) with or without foraminotomies (±mef), and 8 me-tlifs. Mean age and bmi were 58.8±17.4 years and 27.6±5.3 kg/m2. Teligen (depuy synthes, raynham, ma, USA) is a system encompassing a monitor-control endoscopy tower and a disposable port-camera procedural kit for spine surgery. With a mean follow-up of 341.7±45 1 day. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: teligen (depuy synthes, raynham, ma, USA). Adverse event(s) and provided interventions possibly associated with unk kits/sets(qty 1) (n=1) 45 years-old female had small durotomy, no clinical csf leak, and underwent micro-endoscopic discectomy (med). Adverse event(s) and provided interventions possibly associated with unk kits/sets(qty 1) (n=1) 86 years-old female had small durotomy, no clinical csf leak, and underwent micro-endoscopic decompression of stenosis (meds). Adverse event(s) and provided interventions possibly associated with unk kits/sets(qty 1) (n=1) 78 years-old female had right foot dorsiflexion weakness, and underwent micro-endoscopic transforaminal lumbar interbody fusion ( me-tlif). This report is for unk - kits/sets: teligen. This report captures the reported 78 years-old female who had right foot dorsiflexion weakness, and underwent micro-endoscopic transforaminal lumbar interbody fusion ( me-tlif).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.